Event description:
On (B)(6) 2011, the pt underwent repair of a descending thoracic aortic aneurysm. After implanting a gore tag thoracic endoprosthesis, the gore introducer sheath with silicone pinch valve was removed and it was noted that the common iliac artery was partially dissected. Two smart stents were implanted and the dissection was repaired. The pt tolerated the procedure. The pt's iliac artery measured 8.2 mm and was diseased. The gore introducer sheath with silicone pinch valve used in the procedure is for a vessel size of 8.3 mm.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: according to the gore introducer sheath with silicone pinch valve instructions for use, ensure the vessels is of adequate size and appropriate tortuosity for the insertion of the introducer sheath. If vessel is too small, major bleeding, vessel rupture/perforation and serious injury to the pt including death may result.